Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Manufacturer narrative:
Additional gore tag thoracic endoprostheses included in this report: tg4010/03744109 and tg3420/04240768 UDI¿s: (B)(4). Concomitant medical products: patient medications include norvasc, cardizem, lexapro, flonase, lasix, imdur, protonix, potassium chloride, evista, aldactone, and trazodone. CT images dated (B)(6) 2016 were received by gore from the facility, and an imaging evaluation was performed. Only one time-point was available for evaluation. There appeared to be several devices implanted from the brachiocephalic/left common carotid artery (lcca) to the level of the celiac artery. There appeared to be contrast pooling along the inner curve of the distal arch and descending thoracic aorta. There also appeared to be a small concentrated area of contrast within the pooling contrast that gives the ¿blushing¿ effect of a type iii endoleak or possible streak artifact. There was another area of contrast (approximately 2.5 cm distally) of an unknown density. The small concentrated area of contrast or artifact was located approximately 14-16 cm distal to the brachiocephalic/lcca. No wire fractures could be confirmed. The type of endoleak could not be confirmed with the available imaging. (B)(4).

Event description:
On (B)(6) 2006, the patient was implanted with three gore tag thoracic endoprostheses (tg3715/04012931, tg4010/03744109 and tg3420/04240768) to treat a thoracic aortic aneurysm. According to the report, the patient had undergone surgical debranching of the head vessels, and the proximal end of the tag device was implanted in zone 0. On (B)(6) 2010 and (B)(6) 2015, the patient underwent additional thoracic endovascular aortic repair using gore tag thoracic endoprostheses. The reason(s) for these procedures are not known. On (B)(6) 2016, computed tomography (CT) scan reportedly revealed a suspected type iii endoleak. The endoleak was thought to be a pin hole in what appeared to be a first-generation tag device. No wire fracture was identified, and the cause of the suspected leak is unknown. On the same day, the patient underwent a re-intervention procedure whereby a 45 mm conformable gore tag device was implanted to reline the existing stent graft. Final angiography showed no evidence of endoleak. The patient tolerated the procedure.